Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) in a clinical study reported a patient had a decrease in efficacy on (B)(6) 2017. The last programming event was noted to be on (B)(6) 2016. The patient presented for follow up after insterstim adjustment. They decreased amps related to sudden onset of pain. The pain resolved, but the symptoms recurred. The event was noted to be due to programming and related to the device or therapy. It was not related to the procedure. The device was programmed to 3+, 1 and 2- at .65v amps from 1 and 2 negative at 1.5 v amps. The event was noted to be ongoing. Additional information from the clinical study reported that on (B)(6) 2017 there was reprogramming. They changed from 3 positive, 1 and 2 negative at .65v to 0 and 1 negative 2 positive at .55v amps. Pulse width (pw) 300. No further complications were reported/anticipated. Additional information from the study reported that sudden onset of pain was due to overstimulation. No further complications were reported/anticipated. Additional information received reported that the patient has had increasing difficulty with both fecal and urinary issues on (B)(6) 2017. There was a reprogramming where they were changed from 0 and 1 negative, 2 positive at 0.65 volts to 1 and 2 negative, 3 positive at 0.75 volts with a pulse width of 300. No further complications were reported/anticipated. Additional information received reported that interventions included a reprogramming where the device increased amps 0.75 to 0.8 on (B)(6) 2017. On (B)(6) 2017, incontinence without awareness and no change since last adjustment. Leaks have decreased but remained bothersome. Fecal incontinence was reported to have improved. Other interventions include medication being administered on (B)(6) 2017 and another reprogramming where it was programed to 0 +2 and 3 negative on (B)(6) 2017. On (B)(6) 2018 the patient continued to have difficulty with urination and had not had any success with the medication. The patient had tolerated but continues to have urinary urgency and urge incontinence. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp). It was reported that the patient continued to complain about urinary incontinence being bothersome and that 100 units of botox would be added to the patient¿s treatment regimen. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp). It was reported that the patient continued to complain about urinary incontinence being bothersome and a continuation of significant frequency and urgency despite the catheterization, and bladder discomfort and cramping. On (B)(6) 2018, it was noted that the frequency, urgency, bladder discomfort, and cramping improved after uti treatment. Interventions included reprogramming the therapy on (B)(6) 2018. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
H6: patient code (B)(4) no longer pertains to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the uti was not related to the device/therapy or procedure. No further complications were reported/anticipated.